Event description:
It was reported that during a laparoscopic appendectomy a patient presented with an obstruction of the small bowel. Mesentery was observed to have become attached to the staple line where the appendix was removed.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Why does the surgeon believe that the device may have caused or contributed to the post operative bowl obstructions? Please describe the number of firings in each app procedures? What color cartridges were used? Are any photos available? What were the initial procedure dates. Was any conservative medical treatment considered before the re-operations. If so please describe. During the re-operation was there any issue notes with staple formation? Did the surgeon wait 15 seconds prior to firing? Please provide a timeline of the initial procedures and re-operations. Is the surgeon interested in speaking with ethicon medical and engineering staff? If so, please provide 3 dates/times that the surgeon would be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2025. Additional information was requested and the following was obtained: surgeon had a small bowel obstructions post op and they only used 1 firing during the procedure. No overlapping of staple lines.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. This is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a body cavity being intervened by a clip applier and due to the quality of the photo, no staples can be seen on the tissue. The second photo shows a body cavity with three staples and appears to be in the proper b-formed. Also, two clips were noted on the tissue. Based on the photos reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of the ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: an internal rrt call held and the call included post market surveillance, customer quality, regional sales, design engineering and marketing. Surgeons had bleed post op they only use 1 firing during the procedure. No overlapping of staple lines. Did all complaints have staples? In three cases the legs were a "half" b and the four were over formed staples. What color cartridge do they use? 90% of the time they use white. Average age of kids? Unk. Did the surgeon wait 15 seconds prior to firing? Yes. Why does the surgeon believe that the device may have caused or contributed to the post operative bowl obstructions? Staple was not in perfect b shape. Please describe the number of firings in each app procedures? Majority of cases were only one firing of tr45w. What color cartridges were used? Tr45w. Are any photos available? What were the initial procedure dates. Unknown. Was any conservative medical treatment considered before the re-operations. If so, please describe unknown. During the re-operation was there any issue notes with staple formation? Did the surgeon wait 15 seconds prior to firing? Yes. Please provide a timeline of the initial procedures and re-operations. Provided as able is the surgeon interested in speaking with ethicon medical and engineering staff? If so, please provide 3 dates/times that the surgeon would be available. Rep requesting internal call.